Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon performed an arthroscopy of the left knee to find 3rd body wear and debris in the knee joint.